Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the arcadis varis gen 2 system. During surgery, the user reported that no x-ray was possible and an error message was shown. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens conducted a detailed investigation of the reported event. The investigation was performed on expert discussions (considering complaint description, customer service reports, and system history). According to the trinidad hospital report, the procedure was delayed because the x-ray could not be exposed. The hospital contracted the independent service company, semes, who is not a partner of siemens hs mexico, to troubleshoot the system. According to the semes service report there were communication problems between the c-arm and the trolley. It was determined that there was a contact fault in the sg cable. The problem was fixed by the replacement of the affected cable. The error has not again been reported since then. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. The incident described in the adverse event is not classified as a reportable event after a thorough investigation because neither serious injury, death, nor unexpected prolonged hospitalization of the patient or other person occurred or is to be expected, even if the incident recurs. Internal ID# (B)(4).